Event description:
This is a pt with multiple medical problems who had a port placed 7/2001. Recently the staff of their health care facility had difficulty using their port. An angiogram done on 6/2004 revealed a break in the tip of the catheter and leakage of contrast. The report also suggested a clot at the tip. Therefore, the pt was taken to surgery on 6/7/2004 for removal and replacement of their port. They tolerated the procedure well, and was discharged the same day.